Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported that half of the back of the pump was stripped or peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump confirmed damage; the battery compartment was found to be cracked at the opening of the battery chamber extending down to the primary seal revealed and the paint finish on the pump was chipping and peeling off the back of the pump. The returned battery cap was able to be fully secured to the pump. No power losses occurred during investigation. The pump case was removed and no evidence of moisture damage was found inside the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.